Event description:
A zoll distributor contacted zoll manufacturing corporation to report that a (B)(6) male patient passed away on (B)(6) 2015 while at home. The lifevest detected ten intermittent instances of asystole beginning of 9:37:24 on (B)(6) 2015. The lifevest delivered two treatments at 12:46:17 and 12:55:36 during periods of asystole. Oversensing of small cardiac signal contributed to the false detection. Asystole is considered a non-treatable rhythm. The response button were not pressed during the event. Paramedics were called but the patient had already passed away.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) and electrode belt sn: (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. There was no device failure. There is no indication that the lifevest caused or contributed to the patient death. Monitor sn: (B)(4) manufactured - reuse. Electrode belt sn: (B)(4). Manufactured 10/2014 - initial use.